Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a loose/detached set screw, a damaged set screw, and that the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to medical judgement, the physician opted to have the patient's implantable pulse generator (ipg) moved from the left to the right pectoral region in order to receive radiation therapy to the left chest area. Both leads were successfully tunneled to the right side, but upon reconnecting the leads to the existing device, a grommet or set screw problem was encountered and the header would not allow the leads to advance. The device was explanted and replaced. No patient complications have been reported as a result of this event.